Manufacturer narrative:
Insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. Insulin pump received with minor scratches on display window, cracked lcd window at bottom left and right corners, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Caller reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 471 mg/dl at the time of the call. Caller reported that the high blood glucose level was treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.